Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient kept getting a signal they never saw before and they could not get it to work. The patient said they were walked through the issue on the phone and the device worked immediately. The patient said they still have pain, but the stimulator helps so much to take the edge off the patient's pain and they feel they can't live without it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was an out of regulation (oor) message on the patient programmer (pp). The patient tried clearing the pp all week, but it would not work. The patient was without stimulation for two days and has been in pain. The patient stated that the device started working again on the call. The patient also noted that they are miserable when it rains, and they could not get the device to work over the weekend. No further complications are anticipated.